Event description:
On (B)(6) 2024 an ilet user reported experiencing a low blood glucose (bg) event requiring assistance to treat. The exact event date was not known and was reported as "a few weeks ago." The user was asleep when their mother, who has an app alerting her to low bg levels, woke them up. The user's bg levels were 38 mg/dl upon waking, and although they didn't experience a seizure and were able to wake up, they felt delirious and were soaked from sweating. Unable to get juice themselves, their mother fetched a large cup of orange juice, which the user consumed, resulting in an improvement in their bg levels.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Without an exact event date, performance of the device during this event cannot be evaluated and the cause of this hypoglycemic event cannot be determined. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. Case notes show the user was over-treating lows and misusing the meal announcement feature and device data showed they edited their weight in the device multiple times. These behaviors could have contributed to maladaptation and the hypoglycemic event.